Event description:
The customer reported that during a routine enteroscopy procedure, weak suction occurred during the withdrawal process of the subject device. It was reportedly difficult to insert the cleaning brush into the suction channel, indicating that the suction channel was clogged. The intended procedure was completed using another similar device. There was a delay of several minutes due to the replacement of the scope, which had no impact on the patient. There was no injury or health damage to the patient due to the reported issue.

Manufacturer narrative:
The subject device is not returning to an olympus service center for evaluation. The customer sent the device to a third party for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a kink at the biopsy channel/suction channel or remains of foreign material. The instructions for use (IFU) prohibits the third-party repair as follows: ¿prohibition of improper repair and modification this instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or operator injury and/or equipment damage can result. Equipment which has been disassembled, repaired, altered, changed or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ olympus will continue to monitor field performance for this device.